Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level and the insulin pump was beeping and stuck button alarm. The customer¿s blood glucose level was 54 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive error alarm not confirmed. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).